Event description:
It was reported that the ilet pump displayed alert 60 indicating a bluetooth communications error after the user swam with the pump attached, and despite multiple restarts the pump continued to alert and lost connection to the phone; the user¿s blood glucose was 285 mg/dl after swimming, they had recently eaten and announced the meal, and they planned to continue using the pump for insulin delivery and use backup therapy as needed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a bluetooth communications board error. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.